Event description:
It has been reported to philips that the fluoroscopy shuts off intermittently. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoro shuts off randomly. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer and system is in good working order. The codes were updated based on the investigation outcome.